Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was originally admitted on (B)(6) 2021 with a sternal wound infection. The patient had drainage from the driveline exit site. The wound was tender and the drainage was yellow, green, thick, and had a strong foul odor. Cultures were taken from the site and came back (B)(6) for (B)(6). A debridement of the sternal wound was performed on (B)(6) 2022. According to the operating room (or) report, the hardware of the left ventricular assist device (lvad) was clearly infected, and it appeared that the (lvad) hardware itself may have been first infected and the infection then spread to the driveline. It was reported that the patient was readmitted on (B)(6) 2022 with sepsis from the sternal/pump infection, and was started on intravenous (IV) antibiotics with a wound vac. The patient was not a candidate for pump exchange and was sent home on intravenous (IV) antibiotics. On (B)(6) 2022 the patient was readmitted with sepsis and dyspnea. A plan was made to send the patient home on hospice on (B)(6) 2022; however, the patient became too sick and a do not resuscitate (dnr) order was created for the patient while on inpatient hospice. The patient passed away in the hospital on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had drainage from their driveline site on (B)(6) 2021. Culture taken at the time grew staphylococcus aureus. The patient was admitted on (B)(6) 2022 as the site became very tender with abundant thick drainage that was yellow, green, and had a strong foul odor. The patient had general weakness and fatigue. (B)(6) 2021 wound culture and blood grew staphylococcus aureus. On (B)(6) 2022 it was noted that patient also had sternal cultures positive for staphylococcus aureus. On (B)(6) 2022 debridement was performed. The patient was discharged home on (B)(6) 2022 on intravenous (IV) antibiotics. The patient was later readmitted on (B)(6) 2022 with dyspnea and sepsis due to the infection. It was noted that the driveline infection was extensive, extending to the lvad pump hardware itself. It was reported that the patient was not a candidate for a pump exchange because the patient would was likely to survive. On (B)(6) 2022 do not resuscitate (dnr) order was made and the patient was transferred to inpatient hospice. The patient passed away on (B)(6) 2022.